Manufacturer narrative:
This 49-year-old female patient was identified during an active online listening program. The patient had essure inserted for female sterilisation. The case describes the occurrence of device breakage ('essure appears broken up'), salpingitis ('inflammatory disease of tubes') and metal poisoning ('suspects the medical device poisoned her'). The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. In 2014, the patient experienced dyspareunia ("pain each time that had sex"), coital bleeding ("bleeding each time she had sex") and arthralgia ("exhausting joint pain"). In (B)(6) 2016, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), metal poisoning (seriousness criterion medically significant), menorrhagia ("spectacularly bloody periods"), uterine inflammation ("inflammatory disease of uterine horns and tubes"), fatigue ("intense fatigue"), alopecia ("massive hair loss"), affective disorder ("mood disorders"), visual impairment ("vision problems") and sleep disorder ("sleep problems"). The patient was treated with paracetamol and surgery (removal of uterus and fallopian tubes). Essure was removed in (B)(6) 2019. At the time of the report, the dyspareunia, coital bleeding, arthralgia, adenomyosis, device breakage, salpingitis, metal poisoning, menorrhagia, uterine inflammation, alopecia, affective disorder, visual impairment and sleep disorder outcome was unknown and the fatigue was resolving. The reporter considered adenomyosis, affective disorder, alopecia, arthralgia, coital bleeding, device breakage, dyspareunia, fatigue, menorrhagia, metal poisoning, salpingitis, sleep disorder, uterine inflammation and visual impairment to be related to essure. The reporter commented: her symptoms started a few months after implantation of essure. She received treatment with high-dose paracetamol and anti-inflammatories. Patient attributed her slow recover to the removal of essure. She has been on sick leave since the beginning of (B)(6) 2019. A consulted physician stated that there was a causal relationship between the erosion of the essure implant and the inflammatory disease of the uterine horns and tubes, and that a possible overload of nickel, chromium and/or titanium nanoparticles cannot be ruled out. The patient sent samples of her uterine horn and the removed implants to be analysed and it was found that there was a significant alteration in the soldered zone of the implant which appears broken up and capable of releasing many tin particles that could have spread throughout the implant. The physician in charge of the essure removal suspected a causality of essure for adenomyosis. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2016: adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2019: the case will be deleted from bayer pv database. Nullification reason: it was confirmed to be a duplicate of case (B)(4). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This 49-year-old female patient was identified during an active online listening program. The patient had essure inserted for female sterilisation. The case describes the occurrence of device breakage ('essure appears broken up'), salpingitis ('inflammatory disease of tubes') and metal poisoning ('suspects the medical device poisoned her'). The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. In 2014, the patient experienced dyspareunia ("pain each time that had sex"), coital bleeding ("bleeding each time she had sex") and arthralgia ("exhausting joint pain"). In (B)(6) 2016, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), metal poisoning (seriousness criterion medically significant), menorrhagia ("spectacularly bloody periods"), uterine inflammation ("inflammatory disease of uterine horns and tubes"), fatigue ("intense fatigue"), alopecia ("massive hair loss"), affective disorder ("mood disorders"), visual impairment ("vision problems") and sleep disorder ("sleep problems"). The patient was treated with paracetamol and surgery (removal of uterus and fallopian tubes). Essure was removed in (B)(6) 2019. At the time of the report, the dyspareunia, coital bleeding, arthralgia, adenomyosis, device breakage, salpingitis, metal poisoning, menorrhagia, uterine inflammation, alopecia, affective disorder, visual impairment and sleep disorder outcome was unknown and the fatigue was resolving. The reporter considered adenomyosis, affective disorder, alopecia, arthralgia, coital bleeding, device breakage, dyspareunia, fatigue, menorrhagia, metal poisoning, salpingitis, sleep disorder, uterine inflammation and visual impairment to be related to essure. The reporter commented: her symptoms started a few months after implantation of essure. She received treatment with high-dose paracetamol and anti-inflammatories. Patient attributed her slow recover to the removal of essure. She has been on sick leave since the beginning of (B)(6) 2019. A consulted physician stated that there was a causal relationship between the erosion of the essure implant and the inflammatory disease of the uterine horns and tubes, and that a possible overload of nickel, chromium and/or titanium nanoparticles cannot be ruled out. The patient sent samples of her uterine horn and the removed implants to be analysed and it was found that there was a significant alteration in the soldered zone of the implant which appears broken up and capable of releasing many tin particles that could have spread throughout the implant. The physician in charge of the essure removal suspected a causality of essure for adenomyosis. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2016: adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-sep-2019: quality safety evaluation of ptc no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaints records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case describes the occurrence of device breakage ('essure appears broken up'), salpingitis ('inflammatory disease of tubes') and metal poisoning ('suspects the medical device poisoned her') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. In 2014, the patient experienced dyspareunia ("pain each time that had sex"), coital bleeding ("bleeding each time she had sex") and arthralgia ("exhausting joint pain"). In (B)(6) 2016, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), metal poisoning (seriousness criterion medically significant), menorrhagia ("spectacularly bloody periods"), uterine inflammation ("inflammatory disease of uterine horns and tubes"), fatigue ("intense fatigue"), alopecia ("massive hair loss"), affective disorder ("mood disorders"), visual impairment ("vision problems") and sleep disorder ("sleep problems"). The patient was treated with paracetamol and surgery (removal of uterus and fallopian tubes). Essure was removed in (B)(6) 2019. At the time of the report, the dyspareunia, coital bleeding, arthralgia, adenomyosis, device breakage, salpingitis, metal poisoning, menorrhagia, uterine inflammation, alopecia, affective disorder, visual impairment and sleep disorder outcome was unknown and the fatigue was resolving. The reporter considered adenomyosis, affective disorder, alopecia, arthralgia, coital bleeding, device breakage, dyspareunia, fatigue, menorrhagia, metal poisoning, salpingitis, sleep disorder, uterine inflammation and visual impairment to be related to essure. The reporter commented: her symptoms started a few months after implantation of essure. She received treatment with high-dose paracetamol and anti-inflammatories. Patient attributed her slow recover to the removal of essure. She has been on sick leave since the beginning of (B)(6) 2019. A consulted physician stated that there was a causal relationship between the erosion of the essure implant and the inflammatory disease of the uterine horns and tubes, and that a possible overload of nickel, chromium and/or titanium nanoparticles cannot be ruled out. The patient sent samples of her uterine horn and the removed implants to be analysed and it was found that there was a significant alteration in the soldered zone of the implant which appears broken up and capable of releasing many tin particles that could have spread throughout the implant. The physician in charge of the essure removal suspected a causality of essure for adenomyosis. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan in (B)(6) 2016: adenomyosis. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.